Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No additional information is anticipated.

Event description:
A surgeon reported the haptics did not release after the intraocular lens (iol0 was inserted. The surgeon stated he dressed the eye with viscoelastic material and closed it. After a 30 minute wait, the haptics of the iol had not released. The surgeon then attempted to unfold the lens with the aid of positioning hooks and forceps under completely new sterile conditions. One day following surgery, the patient was doing well. Two days following surgery, the patient had a large descemet's fold, a pupil of medium width and an increase in ocular pressure. The patient was treated with medications. Approximately one week following surgery, there was no distinct improvement of the cornea, the patient was referred to another ophthalmologist for a second opinion. Several weeks following implant surgery, pigments were released onto the surface of the lens. The patient continued to be monitored by the surgeon and treated with medications.